Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Review of trending reports did not identify any issues for the product. Review of device history records for the complaint lot did not identify any non-conformances or deviations. Inhouse testing of a retained kit was performed. All acceptance criteria were met demonstrating that the lot is performing acceptably. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient results of the negative population showed acceptable performance for the lot. Based on our investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot was identified.

Manufacturer narrative:
No specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a false positive architect total b-hcg result. The sample generated an initial result of 825.93 iu/l and repeat of <1.2 iu/l. No impact to patient management was reported.